Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure for degenerative disc disease, spinal stenosis. Levels implanted were l3-s1. It was reported that a broken screw driver was identified. The issue occurred during the surgery but did not require discontinuation of navigation or the procedure, and there was no delay. Medtronic imaging was used and completed without incident. No patient or user harm was reported. Additional information was received. It was reported that the screwdriver broke inside the screw and it was extracted and not retained in the patient. A different screw driver was used to continue with the procedure.

Manufacturer narrative:
H3, h6) the instrument has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the instrument was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The instrument was physically damaged as the tip was broken. Codes: b01, c07, d02 h2) please see section d9 for when the instrument was available for evaluation. Please see section d3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.